Event description:
Procedure: unknown. Reportedly, after application of the ligasure device to seal it, the artery "sipmuitea" was bleeding. The procedure was converted to an open technique instead of laparoscopic.